Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not opened and latch was not released. A field service engineer (fse) stated that the customer experienced an issue with the smart remote manager at the refrigerator, where the door would not open and produced a clicking sound, requiring manual key access. Recovery attempts did not permanently resolve the issue. Upon arriving onsite, the fse opened the smart remote manager side panel and found worn-out mini switches on the latch. The station was powered down, the worn-out mini switches were replaced, the latch was reinstalled, and the station was rebooted. The smart remote manager was then tested using the test application and all functions operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager latches not released. Customer had clicking sound but door unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.